Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic,component codes) with this report.

Event description:
Updated summary- it was reported that the customer was feeling sick, unwell due to high blood glucose. Customer was alleging insulin pump was under delivering as they tested the insulin pump on her end and there were no drops came out of the tubing. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer performed test for ketones.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 470 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing, weakness, headache. The customer was treated with insulin pump and intravenous insulin drip. Customer stated insulin pump was delivering any insulin. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The pump primed properly. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 18-aug-2022, there was no unexpected alarms/suspends and found bolus delivery of dailytotalofbolusinsulindelivered: (55 u). 08/18/2022 01:14:55.000 normalbolusdelivered (220) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 0 (0 u) 08/18/2022 01:24:37.000 normalbolusdelivered (220) normalbolusamountprogrammed: 57000 (5.7 u) bolusamountdelivered: 57000 (5.7 u) 08/18/2022 02:54:55.000 normalbolusdelivered (220) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 0 (0 u) 08/18/2022 03:01:17.000 normalbolusdelivered (220) normalbolusamountprogrammed: 7000 (0.7 u) bolusamountdelivered: 7000 (0.7 u) 08/18/2022 05:35:49.000 normalbolusdelivered (220) normalbolusamountprogrammed: 137000 (13.7 u) bolusamountdelivered: 137000 (13.7 u) 08/18/2022 07:43:21.000 normalbolusdelivered (220) normalbolusamountprogrammed: 59000 (5.9 u) bolusamountdelivered: 59000 (5.9 u) 08/18/2022 07:49:29.000 normalbolusdelivered (220) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) 08/18/2022 08:57:23.000 normalbolusdelivered (220) normalbolusamountprogrammed: 16000 (1.6 u) bolusamountdelivered: 16000 (1.6 u) 08/18/2022 09:16:24.000 normalbolusdelivered (220) normalbolusamountprogrammed: 50000 (5 u) bolusamountdelivered: 50000 (5 u) 08/18/2022 09:51:53.000 normalbolusdelivered (220) normalbolusamountprogrammed: 87000 (8.7 u) bolusamountdelivered: 87000 (8.7 u) 08/18/2022 14:15:03.000 normalbolusdelivered (220) normalbolusamountprogrammed: 79000 (7.9 u) bolusamountdelivered: 79000 (7.9 u) 08/18/2022 17:58:30.000 normalbolusdelivered (220) normalbolusamountprogrammed: 52000 (5.2 u) bolusamountdelivered: 38000 (3.8 u) on 08/18/2022 01:14:55.000, normalbolusamountprogrammed: 1500 (0.15 u), the programmed bolus was cancelled by the user and the bolusamountdelivered: 0 (0 u). On 08/18/2022 02:54:55.000 normalbolusamountprogrammed: 1500 (0.15 u), the programmed bolus was cancelled by the user and the bolusamountdelivered: 0 (0 u). On 08/18/2022 17:58:30.000 normalbolusamountprogrammed: 52000 (5.2 u), the programmed bolus was cancelled by the user and the bolusamountdelivered: 38000 (3.8 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a scratched case, a serial number label fading and a broken belt clip rails. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Prime/fill anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.